Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred.the 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.50mm flextome¿ cutting balloon¿ was selected for use. No problems was encountered in crossing the lesion. During first inflation, it was noted that balloon ruptured at 5 atmospheres. Device was checked outside the patient and no damage was noted and no fragment was left inside the patient. The procedure was completed with a different device. No patient complications reported and patient's status was good.